Event description:
Boston scientific received information that during a threshold test in this dependent patient and when the threshold was achieved the device did not recognize the loss of capture and decremented the voltage for 4-5 beats until the rep manually ended the test. The patient denied any symptoms. Technical services (ts) discussed troubleshooting. It was later reported that the representative had performed a manual threshold test and not an ambulatory threshold test. This was a use error and ts discussed how the algorithm worked. In addition, it was later reported that the patient was lightheaded during the test.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.